Manufacturer narrative:
During evaluation, handpiece locked up and won't spin. Handpiece failed specs due to cap bearing failure on turbine. Cap bearing completely destroyed by debris built up in head. Also cap damaged from coming intact with rotor.

Event description:
It was reported that a midwest e plus 1:5 ca overheated; no injury resulted.